Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure that the e-200 generator was not working. The site replaced the monopolar energy cable, hard cycled the e-200, and verified the connections, but the issue remained. The site moved to a third party generator to complete the procedure. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the e-200 generator. The system was verified and ready for use. Intuitive surgical inc. (Isi) received the e-200 generator for failure analysis investigation. The unit was analyzed and tested onto a golden printed circuit assembly (pca) system where the component functioned as expected. Unit was powered on with no issues, passed both cautery (monopolar and bipolar) testing and the system drive testing. The unit remained on the test system for idle, in normal operation, it performed without any error.